Event description:
Loose connection between the tubing and the dripchamber. No harm to the patient.

Manufacturer narrative:
Results - one used unit was received for analysis. A review of the device history record revealed no discrepancies associated with this incident. The used unit was inspected and it was found that the tubing detached from the nozzle of the drip chamber. Upon further inspection, uneven cut edges were found on the tubing. A gap greater than 2mm was also identified between the tubing and nozzle of the drip chamber. Conclusions - the engineer concludes that the cause of the incident could be due to the gap that is greater than 2mm that resulted the tubing to be detached from the nozzle of dripchamber during application. A corrective/preventative action has been sent to the supplier to obtain a root cause analysis and address this issue.